Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks from the insulin pump. The customer's blood glucose reading was 14.4 mmol/l. The customer stated that the pump was unresponsive and cannot be turned on. The customer stated he noticed the issue last friday at work. The customer stated that his work requires him to dip in the water. The customer stated that the infusion set and reservoir does not show signs of physical damage. The customer stated that the pump had cracks from the right hand corner of the screen extending all the way to the battery and insulin compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.